Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedance, but the thresholds were ok. After the procedure, the lead dislodged, and was repositioned the same day. Three days after the implant, the patient complained of chest pain and was checked for pericardial effusion, of which there was minimal, if any noted. The patient was then transferred to a different hospital, where the device was checked. The lead exhibited high thresholds. The lead was subsequently repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.